Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. On (B)(6) 2024 apifix was notified that patient # (B)(6) had his implant removed on (B)(6)2024. According to the report received, 'planned removal because of skeletal maturity. No patient complaints, no infection, very little metalosis. Removed implant was intact and retained by the patient.' Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2024 apifix was notified that patient # (B)(6) had his implant removed on (B)(6)2024. According to the report received, 'planned removal because of skeletal maturity. No patient complaints, no infection, very little metalosis. Removed implant was intact and retained by the patient.'